Event description:
Original implants were put in on (B)(6) 1991. After getting implants within the first two years, I began to experience joint pain, mental confusion, fatigue, heart palpitations, and weight gain. Allergies became serve. I also began to have unusual, heavy, menstrual bleeding in the first year after having the implants placed. The mental issues became so severe I voluntarily placed myself into a psyche ward in 1993. I felt like I was losing my mind. I had lost sense of who I was before the implants. A stranger was now in my place. Sudden menstrual bleeding. I ended up needed a hysterectomy. I had gone from (B)(6)pounds to (B)(6) in what seemed overnight. Other symptoms included insomnia. Lack of appetite, blurred vision, hair loss, hypothyroid, trouble focusing. The many medications tried were unsuccessful. After having a mammogram in 1999, one of my implants ruptured. I had replacement implants put in on (B)(6) 1999. I was so sick by now, that I went to an endocrinologist. Finding no other reasons for mt suffering I was diagnosed with fibromyalgia. I have never believed that to be correct. Both brands of implants were mentor. The first ones were mentor silex. Since I had no other choice I had to accept this diagnosis, but I never felt that it was correct. Now that I had been diagnosed with fibromyalgia, my fate was sealed. There was no reason to look any further for cause of my suffering. I have continued to become sicker. I am also now experiencing kidney failure, vitamin d deficiency, and no matter how hard I try I cannot bring my a1c down. My conditions have just continued to get worse. I also had to begin taking b12. Unable to tolerate that taste of salt, systemic yeast infection and the feeling as if my throat is closing up, like there is a lump in it. Still seeking further testing. I feel like something is killing me. Cannot afford to have implants removed. Muscle weakness and pain. Became prediabetic, severe breast pain, leg numbness, muscle spasms, cramping, ibs, ringing in the ears, trouble focusing. Things just keep getting worse. I was (B)(6) at time of implant surgery. FDA safety report ID # (B)(4).